Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level of 50 mg/dl. The customer was treated for the low blood glucose with food. Customer was using auto mode feature at the time of reported event. Customer also had sensor issue. Customer stated that two nights ago her sensor glucose was 280 mg/dl and blood glucose was 50 mg/dl. Last night sensor glucose was high of 300 mg/dl and blood glucose was 40 mg/dl, and they treated with juice and now his blood glucose was 195 mg/dl. Based on customer report customer does not allege insulin pump was over delivering. The insulin pump was not returned for analysis.